Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the superior vena cava (svc) defibrillation coil was beyond the expected upper range, and the impedance trend on the svc defibrillation coil was variable. Analyst commented, on (B)(6) 2015, svc coil impedance spiked to 108 ohms up from a trend that had been in the 48-56 ohms range. Svc coil impedance varied from 63-254 ohms. Right ventricular (rv) lead coil impedance within range. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the right ventricular (rv) lead exhibited high and variable rv and superior vena cava (svc) impedance since the box change (B)(6) 2015. The implantable cardioverter defibrillator (ICD) device was reprogrammed. It was also reported that there was a grommet and/or setscrew problem, and probable issue with fixating svc coil connector inside the header at box change. The ICD and rv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.